Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The drive support disk was inspected and no damage found. The device had scratched display window and cracked reservoir tube lip.

Event description:
The customer reported being hospitalized due to low blood glucose. Troubleshooting was performed. Initially, the customer stated that the insulin pump alarmed motor error several times, and the drive support cap was flush. The caller also mentioned getting no delivery alarms. The customer changed the infusion set and the issue was not resolved. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.